Manufacturer narrative:
It reported that "customer states the wheels do not go straight on wheelchair. Customer states the steering is not straight while walking with unit." There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It reported that "customer states the wheels do not go straight on wheelchair. Customer states the steering is not straight while walking with unit."